Manufacturer narrative:
Device evaluation of monitor sn (B)(4)has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button switch was defective. The cause of the non-functional response buttons is the defective rear response button switch. The root cause of the damaged rear response button switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.